Manufacturer narrative:
The exposed portion of the soft cannula was found to be damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 296 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.